Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and on the archive data review. The root cause for the reported complaint was due to the defective load cell 2 likely due to a defective component or mishandling such as a drop. Upon visual inspection, no physical damage was observed. The archive data review showed multiple occurrence of ua07 error message. The initial functional testing of the autopulse platform could not be performed due to ua 07 error message displayed upon powering on. The load cell characterization test results confirmed load cell module 2 was over reported. The load cell 2 needs to be replaced to address the ua07 error. Waiting for customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.